Manufacturer narrative:
Model number/catalog number: sc-2408-56; serial number: (B)(4); batch/lot number: 21297086/5022359; model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed.  A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection both at the ipg and lead sites. Symptoms were drainage and redness. It was also noted that the incision had opened. The physician believed that infection was not device related. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively.